Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had an echocardiogram performed on (B)(6) 2022. The results were normal left ventricular size with moderately decreased systolic function, left ventricular ejection fraction of 30-35%, an enlarged right ventricle with decreased systolic function, the aortic valve was opening in systole, mild tricuspid regurgitation, trivial pericardial effusion, and elevated right atrial pressure. On (B)(6) 2022, the low flow alarm threshold was requested to be changed from 2.5 lpm to 2.0 lpm due to persistent low flow alarms. As of (B)(6) 2022, the patient's physicians decided to hold off on changing the low flow alarm threshold and the patient was admitted to the hospital's stepdown unit to manage hypertension and get imaging. Log files were sent for review on (B)(6) 2022 for low flow alarms in the setting of hypertension. The log files confirmed the low flow alarms. The patient was discharged on (B)(6) 2022. The low flow alarm threshold was changed on (B)(6) 2022 to 2.0 lpm as medication adjustments did not resolve the issue. The alarms were resolved after the threshold was lowered to 2.0 lpm.

Manufacturer narrative:
Manufacture¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted controller event log file was reviewed and showed events spanning approximately 1 hour on (B)(6) 2022. Intermittent low flow alarms were captured throughout the log file. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6). No additional events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This section also explains that the pi calculation represents cardiac pulsatility. Pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). This section also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the heartmate 3 patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Additionally, the IFU and patient handbook provide suggested responses in the event of infection as well as care instructions in regard to preventing infection. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The heartmate 3 lvas IFU lists hypertension as an adverse event that may have been associated with the use of heartmate 3 left ventricular assist system. The IFU states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg should be considered adequate. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.